Manufacturer narrative:
(B)(4). Device evaluated by MFR: a burr and rotawire were returned for analysis. Microscopic and visual inspection were performed. The burr was received detached/separated on the rotawire. An attempt to remove the burr from the wire was unsuccessful. The burr would not go past the proximal end of the wire. There was what appeared to be saline and burr on and in the burr. The bottom of the burr had jagged edges and was damaged, which indicated that there was tensile overload. There was a portion of the coil in the end of the burr. The annulus was damaged (not rounded and flared). It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr became stuck in the lesion and was detached. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink¿ plus was selected for a treatment. During the procedure, the burr was stuck in the lesion and became detached in the vessel. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.